Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7089945, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and could not feel stimulation. An x-ray showed a possible lead fracture on the right lead, which was confirmed by an impedance reading. The patients program was optimized, and the patient was doing well. No further action is needed.